Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure including a complete takedown of the hiatus and linx device implant on (B)(6) 2015 by dr. (B)(6). Device was implanted above the gastroesophageal junction (gej) at a site that "clearly looked like the gej but the prior tif procedure distorts the anatomy making it very deceiving." Patient remained on ppis for about 4 months after device implant. Patient started to develop regurgitation, heartburn, and some dysphagia. Uneventful device explant on (B)(6) 2017 due to ongoing gerd symptoms by dr. (B)(6) at (B)(6). Device had a dense encapsulation around it at the time of removal and was noted as 3cm above the endoscopically identified gej (same as implant site) which was difficult to access given the previous tif procedure. After device removal, a hernia repair was performed and a second linx device (model: lxmc16, lot # 8577, serial # (B)(4)) was implanted at the gej without issue during the same surgery.